Event description:
It was reported that the pulse generator exhibited backup vvi mode. A device download was unsuccessfully attempted. The pulse generator was explanted and replaced.

Manufacturer narrative:
Na